Event description:
The service and repair department documented the helical blade inserter has an alignment indicator knob that has broken off. There was no case impact. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This complaint involves 1 device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4): a service and repair evaluation was completed: the customer reported the alignment indicator knob is broken off. The repair technician reported damaged component as the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. This item was repaired, passed final inspection and returned to the customer. The evaluation was confirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. Service history review: lot #6411134 no service history review can be performed as this is a lot controlled item. The investigation could not be completed and no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.